Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of extrusion and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion and migration.

Event description:
Patient reported right side "bottoming out and come out at the stitch sites." Healthcare professional confirmed "extrusion of the right breast implant". Device has been explanted.